Manufacturer narrative:
Added: d3 (manufacturer fax), d9 (date device returned to manufacturer), e1 (initial reporter title) and g1 (manufacturer contact fax number)

Manufacturer narrative:
B5: added clinical review. H6: omitted a141204 and added a141203 per a review of the complaint file.

Event description:
An impella cp device was inserted via the left femoral artery in a 61-year-old male patient undergoing high-risk percutaneous coronary intervention (hrpci) with a medical history significant for coronary artery disease. During the attempt to initiate impella support, the aic console immediately displayed p0 and bypassed the standard ¿do you want to start impella?¿ prompt. Attempts to increase support using the flow control knob were unsuccessful, as the screen remained grayed out and the pump could not be started. Per updated information received on 04/09/2026, this was confirmed not to be a pump stop event, as the pump never initiated. Due to the inability to start the impella cp device, the physician requested that a second impella cp device be opened, and the original pump was removed and exchanged. Temporary interruption of planned hemodynamic support occurred during the exchange; however, support was successfully established with the replacement device, and the procedure was completed without any reported clinical sequelae. The event is conservatively reported as a serious injury due to temporary interruption of intended hemodynamic support secondary to the inability to initiate the impella cp device. The device did not start and was removed and replaced with another pump. The exchange was performed without consequence to the patient, and impella support was resumed without any known adverse effects.

Manufacturer narrative:
A5, a6 are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 61-year-old male patient presenting for high-risk pci (hrpci) with a history of coronary artery disease (cad). During the attempt to initiate support, the nurse reported that the aic console immediately displayed p-0 and bypassed the standard ¿do you want to start impella?¿ prompt. Attempts to increase support using the flow control knob were unsuccessful, as the screen remained grayed out and the pump could not be started. Due to the inability to initiate impella support, the physician requested that a second impella cp device be opened, and the original pump was exchanged. The reported events are pump stop, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
H3 (device evaluated by manufacturer?) Has been updated to "yes". The pi was completed with a physical product returned. Pump did not start: since data logs from the field were not available for investigation and returned product did not reproduce any abnormalities, the cause of the pump did not start could not be determined. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.